Event description:
Infection caused in eyes due to acuvue oasys contact lenses. I had been using acuvue advance and based on dr recommendation switched to acuvue oasys. After few months, it started becoming uncomfortable with itching and burning sensation and fuzzy vision. Also caused redness/pink eye infection and dr gave eye drops to cure the infection. Oasys lens material is causing this infection and various other side effects. I spent more money to buy expensive oasys and spent more money on top of it to cure the infection. FDA, please look into this issue against acuvue for having such side effects with oasys which they claim to be better to more comfortable than other acuvue products. Other people having similar problem. Frequency: daily wear. Dates of use: 2006 - 2007. Event abated after use stopped or does reduced: yes. Event reappeared after reintroduction: yes.